Manufacturer narrative:
Received only catheter. The reported event was confirmed as cause unknown. Per visual inspection, a break was noted on the bifurcation area of a catheter. Per functional testing, the sample was inflated with water and leakage was observed from the bifurcation area. The tear appears to have been caused from the outside. The origin of tear could not be determined. Exact cause of sample condition could not be determined and could not assign a manufacturing related process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "1. Method for use: (1) do not inflate the balloon in the urethra. (The urethra may be injured) (2) do not pull the catheter hard. (The bladder/urethra maybe injured) [contraindications] - method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edges instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients: (1) do not use in patient who are or have been allergic to natural rubber latex." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the funnel of the catheter broke.

Manufacturer narrative:
Received only catheter. The reported event was confirmed as cause unknown. Per visual inspection, a break was noted on the bifurcation area of a catheter. Per functional testing, the sample was inflated with water and leakage was observed from the bifurcation area. The tear appears to have been caused from the outside. The origin of tear could not be determined. Exact cause of sample condition could not be determined and could not assign a manufacturing related process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "method for use: do not inflate the balloon in the urethra. (The urethra may be injured). Do not pull the catheter hard. (The bladder/urethra maybe injured). [Contraindications] method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edges instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: do not use in patient who are or have been allergic to natural rubber latex."

Event description:
It was reported that the funnel of the catheter broke. Per the sample evaluation, there was a tear on the bifurcation area.